Manufacturer narrative:
Per the diagnostics performed by the engineer, new details noted that the issue was found while in clinical use. No patient or user harm was reported. In addition, the engineer evaluated the device, and reported that an on-site startup test was performed; it was discovered that the battery had malfunctioned and was giving an alarm (unspecified). The engineer reported that the device could not be powered on using the existing battery, but it could be powered on normally when using a new battery. The engineer was able to confirm the customer's allegation. A test was conducted using new battery, and the ventilator started and operated as normal. The problem was solved by replacing the battery. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a faulty battery. The device was in clinical use when the issue occurred. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. This investigation is ongoing.